Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the peritonitis was unknown. The peritonitis was manifested by cloudy pd effluent, abdominal pain and light a fever (37.6 degrees celsius). The patient was not hospitalized for the event. On the same day as peritonitis onset, the patient began treatment for the peritonitis with cefazolin sandoz, (ip) intraperitoneally (1 gram, once daily), gentamicin, ip (40 milligrams, once daily) and heparin-natrium, ip (500 international units 2 times daily). One day later, cefazolin and gentamicin therapies were discontinued. Two days later, the patient began treatment for the peritonitis with ceftriaxone, ip (1 gram, once daily) and cifran (tablet, 500mg, two times a day ¿per os¿). Two days later, heparin-natrium therapy was discontinued. Eight days later cifran was discontinued. Two days later, the patient was recovered from the cloudy pd effluent. Four days later, ceftriaxone was discontinued. One day later, the peritonitis was resolved and the patient was recovered from the event. At the time of this report, pd therapy were ongoing. No additional information is available.